Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 1a endoleak. On (B)(6) 2018, the physician elected to implant with another suprarenal stent graft extension to resolve this leak. As of the date of this report, the patient is reported to be stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a 1a endoleak with sac growth. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable condition post the secondary endovascular procedure. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.